Event description:
It was reported that an alert for high, out of range pacing lead impedance was received. During in clinic follow-up the pacing lead impedance was normal. No further information is available.